Event description:
Reportable based on device analysis completed on 27may2022. It was reported that guidewire coil was stretched. The target lesion was located in the moderately tortuous and moderately calcified left atrial appendage. A 035/260/1amplatz super stiff guidewire was selected for use. During procedure, it was found out that the coil part of the guidewire got stretched within the left atrium. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed core wire detach.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by MFR.: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. The returned guidewire was unraveled at spring tip section, and the main coil was stretched. The guidewire was kinked or bent at distal end section. The core wire was separated from the distal tip solder ball. No more visual damages were found in the device. The outer diameter of distal tip, middle section, and proximal section are within specifications. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.